Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 21129071. Medical device expiration date: 08-dec-2024. Device manufacture date: 07-dec-2021. Medical device lot #: 21109346. Medical device expiration date: 28-oct-2024 . Device manufacture date: 28-oct-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd alaris¿ secondary set each from lots 21129071, 21109346, and an unspecified lot had issues with their tubing kinking below the drip chamber during the infusion. The following information was provided by the initial reporter: "over the weekend there was an issue with secondary tubing being kinked below the drip chamber and it wouldn't allow the medication to infuse."

Event description:
It was reported that 1 bd alaris¿ secondary set each from lots 21129071, 21109346, and an unspecified lot had issues with their tubing kinking below the drip chamber during the infusion. The following information was provided by the initial reporter: "over the weekend there was an issue with secondary tubing being kinked below the drip chamber and it wouldn't allow the medication to infuse."

Manufacturer narrative:
H.6. Investigation: a complaint of tubing being kinked below the drip chamber was received from the customer. Nine samples were returned for investigation. Through visual inspection, the customer complaint was confirmed. Three sets had kinked tubing below the drip chamber. 5 samples had deformed drip chambers out of packaging. The sets were infused at 250 ml/hr. The infusion was completed with no alarms or issues. A device history record review for model 72213n lot number 21129071 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 72213n lot number 21109346 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the defect was determined to be an error in the assembly process. When the tubing is coiled prior to the added solvent at the connection of the drip chamber and tubing drying, these kinks can be created. The root cause for bent and scratched drip chamber is related to supplier. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing kinked with lot #21129071 regarding item 72213n. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing kinked with lot #21109346 regarding item 72213n.